Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed low battery after changing the infusion set. The blood glucose reading was 221mg/dl. Troubleshooting was performed, and the drive support cap was loose and sticking out. Found that the customer pressed back the cap while being connected and her blood glucose was higher. Advised that the device would be replaced. No further information was provided.